Event description:
A reporter called to report the adverse effects she is experiencing from essure since 2012. She stated her doctor performed an ultrasound and informed her that the essure has come apart and migrated into her endometrial wall. She said she has been experiencing, headache, vaginal discomfort, painful periods, pressure in pelvic area, chills, metallic taste in her mouth, her hair is thinning. She went on saying that she still have the device in her since she does not want to have hysterectomy when they are trying to remove the essure.